Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had damaged fibre bonding in the outer tube area, distal end, scratched outer tube, and foreign material at the locking line key plug of the video cable section. There was no patient involvement.